Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the blender module and the turbine pcb fixed the reported issue.

Event description:
The customer reported that the o2 density didn;t generate as set-up. When 90% set-up, the actual value was 84%. In addition, they found when the o2 density set-up was high, the third solenoid valve generated a strange sound. The turbine hour meter was zero after some hours of running and power on/off. No patient involvement.